Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this ICD exhibited a low voltage. There are no other suspicious faults or resets stored within device memory. This ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This report is being submitted to correct the outcomes attrib to adv event field (b2) in section b, describe event or problem field (b5) in section b, explant date field (d6b) in section d, type of reportable event field (h1) in section h. Supplemental correction report was also created to capture the additional information received which indicates that this device remains in service. This observation no longer meets the definition of serious injury. Amending MDR decision to MDR=yes. Malfunction in different situation may cause/contribute to serious injury/death.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this ICD exhibited a low voltage. There are no other suspicious faults or resets stored within device memory. This ICD remains in service. No adverse patient effects were reported.